Manufacturer narrative:
The reported blood loss was attributed to user error as the operator did not perform rinseback of the pt's blood following an unrecoverable alarm. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. The event has been reviewed with facility staff. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that a pressure alarm occurred shortly after starting treatment. Manual rinseback of the pt's blood was performed, resulting in an estimated blood loss of 201cc. No medical intervention was required.